Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition after the procedure.